Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information related to this event and found that the system was used for a da vinci system training activity with no patient involvement. The system was labeled as not for human use (nfhu).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault error 23008, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi did receive the usm with this complaint to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The unit was tested on the in-house system in normal mode and triggered 23008 on dof7. In remotefe it was confirmed that the error code 23008 for dof7 was triggered. Related 1173 & 23137 error codes were also triggered all pointing to the ac_2f. This was also replicated on the psc fixture test platform (pftp) with failures on the carriage strength, carriage sensor check and c. Lissajous on dof7. The instrument sterile adapter (isa) printed circuit assembly (pca) will be replaced to address the reported failure. No image or video clip for the reported event was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. A review of the site's system logs for the reported procedure date was conducted by fse. Investigation revealed error 25745 that may have been related to the system issue. This complaint is being reported due to the following conclusion: the customer disabled a universal surgical manipulator after the start of the procedure due to an error 23008. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
The customer contacted the intuitive surgical, inc. (Isi) field service engineer (fse) directly to report there were getting a 23008 recoverable error on universal surgical manipulator (usm) 2 that required them to disable the arm in order to continue using the system. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.